Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified iliac artery. A 7.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during first inflation at 14 atmosheres, the balloon ruptured. The procedure was completed with a different device. No patient serious injury or adverse event were reported.